Manufacturer narrative:
The tech found the roller bearing was the old style and the brake cable was stuck between the roller bearings causing brake casters to not hold. The tech replaced the roller bearings to repair the bed.

Event description:
Info received indicates, the brake will not hold. Caster wheels are moving when in brake.